Event description:
This is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy for renal failure chronic. On (B)(6) 2011, the patient contacted baxter (B)(4) technical service center to report he was going to be hospitalized for peritonitis. Upon follow-up, the physician reported that on (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent and abdominal pain, and was hospitalized that day. On the same day, the patient began remedial treatment ip with cefon (sulbactam sodium/cefoperazone sodium) 1g/day and vancomycin 0.5g/day. At the time of this report, the patient was recovering from the peritonitis. Dianeal-n remained ongoing and unchanged. The physician believed the peritonitis was not related to dianeal-n pd4 1.5 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is undetermined.